Manufacturer narrative:
The controller was returned for evaluation. Failure analysis of the controller revealed that the unit passed functional testing. Visual inspection of the unit revealed a fine crack running radially from the power port one connector. This observation is not related to the reported event. An internal investigation has been opened to evaluate cracks in the area of the power ports connectors on pioneer 2.0 controllers and implement corrective actions as required. Based on the available information, the reported event could not be confirmed. A possible root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR received for the initial report was 2017-10-20. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the unit passed functional testing; several power sources were securely connected to both controller ports without difficulty. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 1. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on the investigation conducted under (B)(4), the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Based on the available information, the reported event could not be confirmed. A possible root cause of the reported event can be attributed to a misalignment between the power port and battery output connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis (B)(4): the reported event details narrative: ¿that it was very difficult to make a connection of both of the power ports¿ could not be confirmed at the bench level. To address the event report in the lab, several different battery connectors were connected to controller ports without difficulty. Controller passed all functional checks and running test. Customer complaint could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported by a device coordinator that a patient's mother and patient reported that it was very difficult to make a connection of both of the power ports. Patient's mother attributed it to an issue with the ports on the controller. Patient's mother said she found bent pins on one of the ports. The patient and mother were re-educated on the proper way to make the connections. Controller was exchanged and connections were able to be made easier. No patient complications have been reported as a result of this event.